Event description:
One pt sample with discrepant results for total bilirubin and calcium. Repeat testing performed on different analyzer. Initial total bilirubin gave 33.0 mg/dl; sample repeated three times giving 0.2 mg/dl each time. Initial calcium gave 13.2 mg/dl; repeat gave 12.1 mg/dl. Customer refused field service dispatch, stating the issue appeared to be sample specific. It was noted the pt has a gammopathy, which is listed as potential limitation in the package insert. No adverse events reported in association with the results.